Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into a (B)(6) female trauma patient left radial artery in the cctc. It was noted the patient had a severe head injury with catastrophic neuro injury plus was being paralyzed so she does not move at all. The catheter was inserted higher than the patient's wrist on (B)(6) 2014 using ultrasound with no complications. After 12 hours, the patient presented with dampened waveform. Shortly afterwards, the catheter did not function and they were unable to draw blood. The catheter was discontinued on (B)(6) 2014 and a new catheter was placed. It was noted the patient had a total of three arterial lines in three days with the same presentation. There was no delay in treatment and patient had no past medical history and her temperature was lowered to 37.9. See mdrs 9680794-2014-00091 and 9680794-2014-00092 for the other two events with this patient.